Event description:
Customer called and reported that her transformer for her pump in style fell apart at the housing.

Manufacturer narrative:
A replacement power source was shipped to the customer. In the f/u with the customer, she indicated that the transformer had a crack in it that exposed inner electronics but they were not sure how it happened. Exposure of inner electronics is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to (B)(4). Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering info. The product for this complaint was not returned for evaluation at this time. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed.